Manufacturer narrative:
Service inspected the analyzer and observed small particles at the bottom ict bulk container, the ict probe dirty, and the 1ml syringe discolored and very worn. Service cleaned all the dirty part and replaced the alnty cseries 1 ml syr syr (list number 09d41-03). The alnty cseries 1 ml syr syr was determined to be the cause for the low sodium results. The module function was verified with a control run. A review of the alinity c (B)(6) service history, revealed one additional complaint ticket, which was opened to address a single discrepant sodium result. The alnty c ict sample dilu was determined to be the cause of the issue. No additional issues of sporadic low sodium results were reported on the analyzer with regards to the alnty cseries 1 ml syr or any additional parts post service intervention for the current complaint. A review of tracking and trending data in the product monitoring review for clinical chemistry systems revealed no systemic issues or trends related to the result issue described in this complaint. A review of trending data and manufacturing documentation for the alnty cseries 1 ml syr identified no issues or trends. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity c processing module was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient information: no specific patient information was provided.

Event description:
The customer obtained falsely depressed sodium results while using the alinity c processing module. The customer provided an example initial result of 107 mmol/l and retest of 140 mmol/l. No impact to patient management was reported.